Event description:
Edwards received information that a 26mm transcatheter bioprosthetic heart valve was implanted in the mitral position in a valve-in-valve procedure after an implant duration of four (4) years, 11 months for unknown reasons. There were no reported complications.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - attempts to obtain additional information have been unsuccessful. The device will not be not returned to manufacturer as it remains implanted. Without receipt of the device or additional information no definitive conclusion can be drawn regarding this re-operation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.